Event description:
The pt was admitted for a procedure in 2008 with a lesion in the distal right coronary artery. A 3.0 x 33mm cypher stent delivery system (sds) was being delivered to the distal end of the right coronary artery; however, it could not be delivered due to calcification. Therefore, the physician attempted to remove the sds from the patient; however, it could not be withdrawn back into the guiding catheter. Once the sds was being removed from the sheath, the stent dislodged and embolized into the common femoral artery. The stent was snared out using a contra-lateral approach.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.